Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has a history of high out-of-range pacing impedances and high threshold measurements. There is no evidence of noise or inappropriate therapy. Boston scientific technical services (ts) suspects lead tip calcification which is known to cause a gradual increase in impedances. No adverse patient effects were reported. As of today the lead remains in service.